Event description:
Received bilateral christensen implants in 1996. Now unable to eat, swallow liquids, and talking is getting to be very difficult. Terrible facial pain and numbness in the mouth, lips and tongue. Feels like scar tissue is building up in throat. CT scan shows joint looks okay so oral surgeon said there is nothing he can do. Can't afford to go anywhere for treatment.